Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that bd pumps were having a failure due to bad sensors with error code 242.4030. There was no information on patient involvement.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of an error code (242.4030) was confirmed through analysis of the pictures provided by the facility, which showed broken optical sensors (op1) on the air-in-line sensor assembly; however, it was not confirmed through review of the logs and was not replicated during device testing since the devices were not received for this investigation. The motor stall - ail assy broken op1 issue was previously escalated via dir# 10000433430. The components were not returned for investigation; therefore, no external inspection could be performed; however, analysis of the picture provided by the facility showed four (4) air-in-line sensors (reportedly belonging to the suspect pump modules) to have the transmitter side of the optocoupler broken. Analysis of the logs could not be performed since the device logs were not provided for this investigation. The bd alaris¿ system with guardrails¿ suite mx user manual v12.3 states ¿do not use a device that appears to be damaged. Send the device to biomedical engineering for repair.¿ if a device or accessory is dropped or severely jarred, take the device out of use immediately. Send the device to biomedical engineering for inspection to ensure the device is functioning properly before reuse. The device was reportedly in use for treatment purposes as intended per 21 cfr 820.198 (d)(2). Root cause: the root cause of the report of error code 242.4030 is being attributed to damaged optocoupler sensors on the ail sensor assembly. CAPA #11315030 investigation determined that inadequate manufacturing procedure practices lead to the ail op1 infrared/encoder led hitting the lvp camshaft encoder flags or the motor assembly. As a result, the ail op1 infrared/encoder led is impacted and causes damage to the solder joint integrity, microcracks or bending. Pump modules with these minor defects can eventually present system error 242.4030 when the solder joint is separated and the op1 infrared/encoder led will break or separate from the ail board. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that bd pumps were having a failure due to bad sensors with error code 242.4030. There was no information on patient involvement.